Event description:
The pt received two leads with the same lot number. It was reported the pt has been without low back stimulation for approx 1 year. Reprogramming was attempted to no avail. Follow-up identified the leads have migrated a level above the original placement. Surgical intervention to address the issue may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.